Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that an autofill message occurred on the intra-aortic balloon pump (iabp), while starting therapy on a patient. Another cs300 was brought in. This event occurred before use on a patient. No adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported failure. Solenoid driver board field action and gasket retrofit field action were performed. The fse then performed full functional check and safety test and returned the iabp unit to clinical service.

Event description:
It was reported that an autofill message occurred on the intra-aortic balloon pump (iabp), while starting therapy on a patient. Another cs300 was brought in. This event occurred before use on a patient. No adverse event was reported.